Event description:
It was reported to philips that device discharge failed. Device was in clinical use at time of event. However, no patient harm reported.there was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The processor pca (sn (B)(6)) and the therapy pca (sn (B)(6)) were returned to philips for additional analysis. The rse provided remote support, noted that error codes had occurred, and ordered replacement parts for the customer. The fse evaluated the device onsite and noted that the device was tested and was working correctly at that time. After reviewing the log files, the fse determined that the processor pca, therapy pca, and associated cables needed to be replaced. The hardware and software logs were requested from the fse but are not available for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that there was no fault found with the processor pca. Alleged failure could not be recreated during failure analysis. The therapy pca failed testing, but root cause could not be determined. Based on the information available and the testing conducted the root cause of the therapy pca failure could not be determined. The reported problem was confirmed. The fse replaced the processor pca, therapy pca, and associated cables to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote and field service engineers (rse & fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device did not discharge / did not deliver a shock. It was unknown whether the device was in use at the time of the event and there was no report of patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device discharge failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.